Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Con products: 6947m55 implantable tachy lead implanted (B)(6) 2012; 5076 implantable pacing lead implanted (B)(6) 2012; 4296 implantable pacing lead implanted (B)(6) 2012. (B)(4).